Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend concerning patient with implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported the patient had his system removed due to shocking that occurred after the patient developed stenosis. The lead was placed at c2 and had to be removed for the patient to undergo cervical laminectomy. The system was removed about a year ago. No further complications were reported/anticipated.